Manufacturer narrative:
One capnography monitor was returned for analysis. Visual inspection performed and product found to have a broken rear sample line at luer connection. Customer's complaint was verified. The rear outside sample line was replaced. The problem source is user interface.

Event description:
Information was received that the bci capnography monitor end title numbers dropped very low. No reported adverse effects.